Event description:
A malfunction with the pump was reported, indicated by malf 12 code, and the customer experienced this issue at least three times. There was no adverse impact on the customer's blood glucose level. Technical support decided to replace the pump and informed the customer that they would receive a new pump with updated software. The customer intended to use multiple daily injections and a backup insulin pump as interim therapy.